Event description:
Procedure performed: laparoscopic hepatectomy event description: this is a complaint from the hospital; it is difficult to remove the obturator and the seal part fell apart. No patient injury or illness associated with this event. Replaced to a new hospital inventory c0r47 and procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new c0r47 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic hepatectomy. Event description: this is a complaint from the hospital. It is difficult to remove the obturator and the seal part fell apart. No patient injury or illness associated with this event. Replaced to a new hospital inventory c0r47 and procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new c0r47 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with seal cap which separated from the seal housing. Visual inspection confirmed the complainant¿s experience of component detachment as seal cap was dislodged from the seal housing. Based on the condition of the returned unit and description of the event, it is likely that the dislodged seal cap was caused by the broken pins of the seal cap. It is also possible that the seal cap was damaged during shipping and handling while in transit. Applied medical has performed a historical trend analysis and review of production records and no trend was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.